Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting noise for approximately the last six months. Recently a low pacing impedance less that 200 ohms was received through the patient's remote monitoring check, but the next measurement was back to 460 ohms. Boston scientific technical services (ts) discussed evaluation strategies with the field representative. No adverse patient effects were reported. Additional information was received that the patient was seen in clinic. The low impedance measurements were not able to be reproduced. It was noted the threshold on the lead were slightly higher, but were still acceptable. Noise was reproducible with isometrics, and false atrial tachy response (atr) detections were in the arrhythmia log because of this. The plan was to continue to monitor as the patient does not often atrial pace. Programming changes were made to atr duration and atrial sensitivity to minimize false atr detections. There have been no adverse patient effects related to the observation.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.